Manufacturer narrative:
Analysis found no button error alarm on the insulin pump. The insulin pump had no button response due to corroded keypad traces. Analysis was unable to perform the displacement, rewind, basic occlusion, occlusion, prime, and the excessive no delivery tests due to no button response. The insulin pump had a cracked case at the display window corner, cracked battery tube threads, a cracked reservoir tube lip, and a missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's parent reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 365 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.